Event description:
It was reported that the lead eroded either (B)(6) 2014. The patient had occipital and supraorbital implants. The manufacturer¿s representative (rep) was currently at the lead explant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the erosion was due to the lead location and patient's anatomy. The manufacturer representative stated that the explanted lead was not replaced and will not be returned. The patient was said to be doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3887-56, lot# va00l9q, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-45, lot# va081zt, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-45, lot# va081zt, implanted: (B)(6) 2014, product type: lead. Product ID: 3887-56, lot# va03l8z, implanted: (B)(6) 2014, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).